Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event due to a faulty printed circuit board set causing no image with 180 scopes. No other defects were found. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the device image comes up as a black screen and a white line cycles throughout the image. The reported problem was found during preparation for use. No patient involvement or injury was reported.

Event description:
Additional information received from the customer stated that the intended procedure was a diagnostic colonoscopy. The procedure was successfully completed with a minor delay while exchanging the 180-series scope for a 190-series scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was estimated that the image did not show when the 180-system scope was connected due to a failure of the patient substrate set (ap substrate, dr substrate). The cause of the patient board set failure could not be identified. On april 16, 2018, it was confirmed that a change in the design of the patient circuit ¿dr¿ board (substrate) had been made for events in which no endoscope images were obtained in combination with the 180-system scope. Olympus will continue to monitor field performance for this device.